Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements. As a result, a lead safety switch occurred. Additionally, non-physiological noise was observed on the electrogram (egm) and stored pacemaker mediated tachycardia (pmt) episodes. No over-sensing was noted. Further testing was recommended by boston scientific technical services (ts). Further information was received that this lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).